Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The device was not returned for investigation but the endoscopy support specialist (ess) completed additional in-service reprocessing and observation at the hospital. Ess confirmed that no reprocessing errors were observed. The hospital was using a knight flushing pump and an oer-pro endoscope reprocessor. Suction and flushing steps were conducted for all scope models prior to placing in the oer-pro per the hospital policy. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The model and serial number of the two scopes involved in the event was unknown. Reports are being submitted on the scopes in use at the site. Please refer to the following reports: patient identifier of (B)(6) is related to model number: bf-h190, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: pcf-h180al, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gf-uct180, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gf-ue160-al5, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: bf-uc180f, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: pcf-h180al, serial number: (B)(4). A reprocessing in-service and observation at the hospital was completed by an olympus representative on (B)(6) 2022. In-service included cleaning, disinfection, and sterilization of all models at the hospital. No reprocessing errors were observed. The hospital was using a knight flushing pump and the oer-pro endoscope reprocessor. Suction and flushing steps were completed for all scope models prior to being placed in the oer-pro. Additional in-service training and observation was scheduled for (B)(6) 2022. This event is still under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was an improper reprocessing event at the hospital. The scope had blood coming out of it after the hospital staff indicated the scope had been reprocessed. The customer was not sure, but they believed more scopes were involved and were also contaminated. The customer later confirmed there were two scopes involved. The hospital's normal scope reprocessing technician was on vacation during the event and they did not know who reprocessed the scopes. It was unknown if the scopes were used on patients. There was no reported patient harm or impact due to this event.